Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedance was observed for the rv-can vector. The physician took no action. The device remains implanted. The patient was in good condition afterwards.